Event description:
It was reported the insulin pump alarmed during manual prime and insulin was squirting. Customer's mother did not know customer's blood glucose level. Troubleshooting was performed. Customer's mother was advised to disconnect the device from the customer. Customer did not drop or bump the device prior to the alarm. Customer's mother stated the drive support cap appeared to be normal and medtronic label was missing. Customer's mother does not think customer would have pressed the drive support cap. Customer's mother was advised to discontinue use of the device and revert to back up plan. Customer all ready reverted to replacement insulin pump. Alarm and possible causes were explained to customer's mother. No further information reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.